Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) plug did not deploy. The plug could be seen outside of the patient¿s skin. There was no reported patient injury. The device was opened in sterile field. This was an antegrade stick. The deployer was a trained mynx user. The device is expected to be returned for analysis.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) plug did not deploy. The plug could be seen outside of the patient¿s skin. There was no reported patient injury. The device was opened in sterile field. This was an antegrade stick. The deployer was a trained mynx user. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis the returned device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted. The advancer tube was deployed on the catheter shaft, and the sealant was observed to have been exposed to blood, covering the balloon proximal tip as received. Per functional analysis the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2102101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. According to the IFU which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) plug did not deploy. The plug could be seen outside of the patient¿s skin. There was no reported patient injury. The device was opened in sterile field. This was an antegrade stick. The deployer was a trained mynx user. The product was not returned for analysis. A product history record (phr) review of lot f2102101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.